Event description:
It was reported the programmer had intermittent touch pen operation. A new touch pen did not correct the issue, and a display issue was suspected. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the intermittent touch pen operation, the overlay to the screen has scratches. It was also noted that there was corrosion found on the upper left corner and the printed circuit (pc) board of the display, however this did not affect the touch pen operation. Also, the power cord bay was missing a latch. (B)(4): analysis found that the cable was out of specification.